Event description:
A femoral to anteriotibial bypass was performed with a ringed 6mm gore propaten vascular graft. Approx three months postop, the pt presented with what was believed to be a stenosis at the distal anastomosis. There was an unsuccessful attempt to clear the stenosis via a pta with a 3 mm balloon. Then an attempt was made with a 5 mm balloon which was successful; however, a hematoma formed postoperatively. Upon surgical exploration, the graft was observed to be intact at the distal anastomosis, but the anterior tibial artery just distal to the anastomosis was frayed and torn. Additionally, while the graft was not infected, there was evidence of staph infection in the pt's blood. The physician chose to excise a short, approx 5 cm, section of graft just proximal to the original anastomosis. The remaining graft was tied off and left in place. There were no consequence to the pt at the time.